Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized with hypoglycemia. Blood glucose at the time of admission is unknown. It was stated that the customer was breast feeding her (B)(6) old baby and her blood glucose level dropped. The customer passed out, she fell over the baby and the baby died. Blood glucose value was 8 mg/dl. The customer was wearing the insulin pump at the time of the incident, but was taken off when admitted. She had not been using the device since then. Customer's mother stated the doctor wants the customer to go back to insulin pump therapy. It was advised that the insulin pump was out of warranty and a loaner pump would have to be sent and training would be arranged before the customer received the device.

Manufacturer narrative:
The blood glucose value provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose was unknown at the time of the hospitalization.